Event description:
It was reported that during a vertical gastric band procedure, the stapler cut but did not form "b" shaped staples in either case. Another same like device was used to complete the case. There was no pt consequence.